Event description:
Information was received from a consumer regarding a patient receiving dilaudid and bupivacaine, dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain and other chronic/intact pain (trunk/limbs). The patient reported that at their last refill (B)(6) 2016 the healthcare provider told him they were supposed to get "3mg" and instead they got back "8mg" the patient stated they have been feeling worse the last 3 months. Per the patient the healthcare provider originally told the patient they were going to replace the pump after next refill in (B)(6) 2016. The patient stated they only had a year left on the pump due to longevity. The patient stated that instead they called him (B)(6) 2016 the next day after the pump refill and wanted the patient to see the surgeon right away. The patient was assuming they may have found out more about what is going on and the patient wanted to know what the healthcare provider found out that made them change their mind so quickly. The patient stated that the nurse said something about that the patient had an issue with the refill before (B)(6) 2016 where patient had more than they expected when they removed the medication in (B)(6) 2016. The patient didn't know what they removed on the refill in (B)(6) 2016 vs what they expected. On (B)(6) 2016 the healthcare provider reported the patient was having an MRI on their brain due to pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient.the event date was ¿(B)(6) 2016 maybe¿. A volume discrepancy of unknown volumes was reported. The patient stated that the doctor let him go 10 months after the pump was due for replacement. They were getting more medication from the pump than expected, this happened at the last 2 visits before the pump was replaced, the 2nd time it was a lot more than expected. The doctor told the patient that he was going to turn the pump down when he put the new one in and would adjust accordingly. The doctor increased the pump 3% then turned around and told him he would never increase the pump ever again and would not give him any more pills, all he would do was procedures. The patient stated that the doctor talked about radiofrequency (rf) ablation, reportedly, the patient had that in the past and it was horrible. The doctor asked the patient if money was an issue to which the patient told him yes, he was on disability. The patient stated that the doctor told him if the patient gave the doctor his therapy dog, the doctor would do the injections for free. There were no symptoms mentioned. The patient did not have a health care professional to manage the pump and requested for physicians listing and this was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-jul-18. It was reported that a volume discrepancy occurred. The patient reported that, in their last two refills, they retrieved more medicine than expected. No volume information was provided. No symptoms were reported. The date of the event was unknown. The patient reported that their hcp replaced their implant 10 months after the expiration date, but the patient was told by the medical board that the replacement had been done in a timely fashion. The patient requested the dates of his pump implants and physician listings. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was replaced on (B)(6)2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a manufacturers representative. The patient was receiving bupivacaine (concentration 12. 3 mg/ml, dose 4.349 mg/day) and dilaudid (concentration 11.3 mg/ml, dose 3.995 mg/day) via an implantable pump for spinal pain. Patient then reported two break downs and a failed battery, patient then said that he got his battery replaced after 5 years, but confirmed that it was due to normal battery depletion and made no allegation against the longevity of the pump (it was his condition that alarmed him, not the longevity of the pump). The hcp did two refills in a row, where they retrieved way more of the drug then they were supposed to, the second refill they received more medication than the patient had ever gotten. Patient told the doctor about it when he was at the emergency room (ER) and the doctor freaked out and ended up dropping the patient, the doctor did not believe he was suffering. The patient previously had morphine in his pump, which he was getting a lot of, the doctor that dropped him switched him over to dilaudid and was supposed to wean him off morphine, and increase dilaudid to a comfortable level, but he never increased it because a hcp told him that he flunked the pee test so the doctor that dropped the patient told him that he got what he deserved and was punishing him. It was further noted that in reference to the volume discrepancy. 1st refill: type, dose, concentration: dilaudid 3.8ml/day and bupivicaine 4.165 ml/day, 2nd refill: type, dose, concentration: dilaudid 3.8ml/day and bupivicaine 4.165 ml/day. No out of box failure was reported. No further complications were reported